Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no known intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event and provocative testing was performed where the oversensing was not reproduced.